Event description:
It has been reported to philips that the wireless footswitch was defective no harm to the patient has been reported to philips. Philips has started an investigation of this complaint. As the issue could relate to the fsca (B)(4) reported by philips, this complaint is assessed as reportable by philips.

Manufacturer narrative:
A retrospective analysis of complaints revealed that the recall (z) number previously indicated in this report is incorrect. The correct recall number is z-0649-2022.

Event description:
It has been reported to philips that the wireless footswitch was defective no harm to the patient has been reported to philips. Philips has started an investigation of this complaint. As the issue could relate to the fsca 2021-igt-pun-011 reported by philips, this complaint is assessed as reportable by philips.

Manufacturer narrative:
Philips has investigated this complaint. The customer ordered a wired footswitch as a replacement via philips, no onsite visit was required. No additional information has been made available to philips on the nature of the failure. Philips did not have enough information to exclude the connection failure; however the system is not affected by the software bug associated with medical device correction z-0647-2022. Updated codes based on investigation.